Manufacturer narrative:
Ptc investigation result was received on 07-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record b85134 (production date 24-oct-2013 and expiration date 31-oct-2016) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced blood loss out of her menstrual period (regarded as genital bleeding). This event is serious due to medical importance and listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. The physician considered the event as not related to essure. However, considering the event's nature and lack of alternative explanation, causality with the suspect insert cannot be excluded. The company considers that this case does not qualify for an incident, since neither hospitalization nor surgical/medical intervention was confirmed at the time of this report. Nevertheless, in line with health authority's assessment this case was regarded as incident. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up information received on 25-aug-2015: after several attempts, the physician mentioned that it has been not possible to get additional information. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-aug-2015 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced blood loss out of her menstrual period (regarded as genital bleeding). This event is serious due to medical importance and listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, the physician was contacted and he considered the event as not related to essure. However, considering the event's nature and lack of alternative explanation, causality with the suspect insert cannot be excluded. The company considers that this case does not qualify for an incident, since neither hospitalization nor surgical/medical intervention was confirmed at the time of this report. Nevertheless, in line with health authority's assessment this case was regarded as incident. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in (B)(6) on 14-may-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for contraception. Since the same moment of the insertion, she was suffering from blood loss out of her menstrual period, strong abdominal pain and lumbar pain that was going to her legs and was including cramps. According to her, she was never informed of side effects. She had never been told that if the device was wrongly placed, her tubes and uterus would have to be removed. Follow-up information received from a physician on 03-jun-2015: the physician mentioned that they have studied the case and they have concluded that there is not relationship between the events and essure. Follow-up information will be provided. Correction <09-jun-2015>: after internal review of information from 14-may-2015, lot number (b85134) and onset dates were provided. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced blood loss out of her menstrual period (regarded as genital bleeding). These events are serious due to their medical importance and listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. The physician considered the events as not related to essure. However, considering the event's nature and lack of alternative explanation, causality with the suspect insert cannot be excluded. The company considers that this case does not qualify for an incident, since neither hospitalization nor surgical/medical intervention was confirmed at the time of this report. Nevertheless, in line with health authority's assessment this case was regarded as incident. A product technical complaint is being sought.